Manufacturer narrative:
The sample was collected in a plastic bd blood collection tube with a gel separator. Specific sample type and centrifugation data has not been supplied to date. The customer stated to customer technical support (cts) that the sample was analyzed from the automation line. Per the customer, bhcg qc is recovering within the customer's established ranges. Additional system information has not been supplied to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected beta - human chorionic gonadotropin (bhcg) result for one (1) patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate instrument produced lower results in a different gestational category that better matched the patient's clinical presentation. The results, provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.